Event description:
After successfully completing a trial phase, the patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower back pain. Patient reported receiving therapy and getting some pain relief, reducing pain levels from 9 down to 3 on a 10-point pain scale. Shortly after being implanted the patient moved out of the state and became unresponsive to the firms attempts at follow up. Nalu representatives attempted to provide patient with local contacts for the nalu system, however patient was not receptive. On 13oct2023, the firm became aware that the patient was requesting a full system explant due to reports of inadequate pain relief. Nalu personnel requested permission to perform troubleshooting and non-invasive measures to improve therapy for the patient and were declined. On 20nov2023, the firm became aware that a surgical explant had taken place on (B)(6) 2023.

Manufacturer narrative:
Per the attending physician, the patient displayed non-compliant behaviors with regards to use and maintenance of the nalu system as well as the patient expressing unrealistic expectations for the system. Physician determined that explant was the most appropriate course of action and declined to perform any further testing or troubleshooting with this patient. All components were discarded by the facility at the time of explant and thus are not available for further testing by the firm. No imaging or other testing was performed prior to explant in order to assess system functionality.